Event description:
It was reported to philips that the system was unable to produce x-ray. The patient was moved to another room to complete the procedure. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint .according to the additional information collected, orthopedic procedure was performed by the customer when the issue occurred and the procedure got delayed in 20mins and completed by moving the patient into another room. The philips field service engineer (fse) inspected the system on site and confirmed that the system was unable to produce x-ray. Review of the system log file showed the performance was reduced. Upon troubleshooting fse found that the system showed that low fluoro selected and rotor control was defect for tube. To resolve the issue, fse replaced roco in velara generator. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.